Manufacturer narrative:
This report is submitted on september 9, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 (reason for explant unknown). The patient was reimplanted with a new device during the same surgery.